Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were 'missing connections'. There were high impedances. Checked connectivity after paddle was placed and battery pocket created- all connections were good. Checked connections again as dr started closing paddle site, and 10/15 connections reported as disconnected "do not use". Explained to dr this could be due to impedances and that they may go away. Instructed dr to disconnect leads from battery and wipe off any excess liquid. Dr wiped off lead several times, then advanced back into ins. Still had 10 electrodes disconnected. Dr asked to open a new battery. Still had disconnections on new battery, then dr asked to open a new paddle. After replacing both the battery and paddle, there were no connection / impedance issues. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: (B)(4) product ID# 97715 serial #:(B)(6): analysis found no significant anomalies. (B)(4): product ID 977c165 serial# (B)(6): analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.